Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Th complainant reported the patient was on impella cp support. While on support, persistent suction and low flow present despite adequate preload and position. The pump was repositioned, lvedp 20s, and good right ventricle function was evaluated before removing device and replacing with new impella. The patient never showed any improvement in neuro status. Brain flow study completed and indicative of brain death. The decision was made to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed finding no (motor current) mc spike observed. No positioning issue alarm. No placement signal occurred. The cause of the low pump flow issue cannot be determined since the complaint device not returned for analysis and lack of clinical details.